Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient was trained on how to recharge the implantable neurostimulator (ins). The cause of the event was not determined and the manufacturing representative did not know if it was device related. The ins was programmed in continuous mode and the recharger seemed to be working correctly. The ins was programmed to 5+, 7- at 4.8 v, 390 usec, at 60 hz. Impedances of electrode six and seven were measured to be less than 50 ohms. The patient seemed to have effective therapy and the manufacturing representative had not heard anything from the patient since the changes they made. The manufacturing representative planned to interrogate the ins to get data when they meet with the patient again.

Event description:
It was reported the implantable neurostimulator (ins) had a short recharge interval and the ins was prematurely depleting. The patient complained about the charge of the ins. The patient recharged every day for many hours. The ins was often not fully recharged after the patient recharged the whole day. Initially the patient had to recharge once a week and now they are recharging once a day. At the time of this report, the ins was programmed to 5+, 6-, 7+ at 7.5v, 450 usec, and 120 hz. Stimulation was used 24/7. A short circuit was measured between electrodes 6 and7 when impedances were measured. The manufacturing representative reprogrammed the ins to 5+, 7- at 4.8v, 390 usec, and 60 hz. There were no patient symptoms or complications associated with the event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.